Event description:
This is report 2 of 5. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was discharged from the hospital eight days later. The patient recovered from the event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd893313. A nonconformance occurred on the batch. It is determined this nonconformance did not contribute to peritonitis. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).

Manufacturer narrative:
(B)(4). Follow up information received from the nurse. The nurse stated that she had seen the patient perform peritoneal dialysis (pd) therapy at home before, and had not observed any breach in aseptic technique. On an unreported date, the patient was retrained on aseptic technique. Pd therapy was ongoing at the time of this report

Manufacturer narrative:
(B)(4).